Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm. Customer declined to continue troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.